Event description:
The customer reported experienced a decreased blood glucose level displayed as "low"; however, specific value was not provided. Cause was not known. The customer consumed glucose tablets to treat the low glucose level, and tandem technical support advised consulting a healthcare professional to discuss factors affecting blood glucose levels, which the customer acknowledged.